Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation concomitant products: 225cc mentor smooth round moderate profile saline breast implant, catalog # 3501630, serial # (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient who underwent a breast augmentation primary with a 225cc mentor smooth round moderate profile saline breast implant has experienced postoperative right-sided deflation. The patient got hit with a box, and deflation was confirmed by a physician. As a result, the patient underwent bilateral explantation and replacement with unspecified mentor breast implants on (B)(6) 2020.

Manufacturer narrative:
On (B)(6) 2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a deflation on the breast implant and chest injury due to a hit with a box. During visual evaluation of the device, a crease was observed on the anterior view and extending to the posterior view. Leak testing was performed in accordance with mentor procedures and a tear measuring approximately 0.1 within the crease was revealed, located on the posterior view. The evaluation determined that the rupture is consistent with a crease fold rupture. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of gel-filled mammary prostheses and may be the result of one or more of the following contributing factors continuous and sustained stresses to the device. It is possible the rupture was caused by the stress occasioned to the shell by the hit that the patient experienced, the crease present on shell contributed to be easier the rupture. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. The second product received (product code 3501630 and lot number 5543420) is a concomitant device, therefore no further analysis is required. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).